Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: while pulling the device down the esophagus, the anvil became dislodged from the tubing. A new device was used. This happened again with the new device. An instrument was used for the removal of the device. Operating time was delayed 35 minutes. No tissue damage was reported. No additional bleeding was reported.